Event description:
The core micro drill was returned for service. Upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the spacer washer, motor and rotor. The motor was stuck in the rotor due to corrosion and the houising adapter was worn.